Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for investigation. This screw piece is the head only of a combi screw. Very little can be ascertained about this screw as the major diameter of the head threads has been slightly compressed so as to affect profile and the shaft is obviously missing. The break on this piece occurred at the last head thread and removed the neck portion of the screw. Because the break is so far up the shaft, it involves the drive and opened the bottom of this piece into the drive. The drive dimensions including depth and size are all within specification. The drive, itself, is in good condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was involved in mva and was treated with an external fixation on (B)(6) 2010 for a bilateral wrist fracture. On (B)(6) 2010, surgeon removed the ex-fix and revised patient with a lcp distal radius plate and screw construct. Patient had a second mva on (B)(6) 2013 and was presenting with pain. X-rays revealed that the plate had migrated distally, and all four screws along the articular surface were broken. Patient returned to the or on (B)(6) 2013 for revision surgery. At this time, surgeon removed the plate and screws and revised patient with 3.5mm screws with k-wires for a wrist fusion. This report is for an unknown screw. This is 5 of 5 reports for complaint (B)(4).